Event description:
The customer reported to olympus that the telescope, 30°, 4 mm looks like there is glue inside that has come undone. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was confirmed to not be returned to olympus for evaluation, therefore the allegation could not be confirmed or not. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6: component code is 3194-adhesive. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the identified error patterns suggest that the cause of the described issues is excessive use. Olympus will continue to monitor field performance for this device.